Manufacturer narrative:
(B)(4). The returned unit passed the genesys hta functional feature test. No alarms, alerts, error messages, or skipping of procedural steps by the unit were observed during the testing. Additional testing was performed during the complaint investigation for this unit. The unit was powered up and left on for several hours; no error messages were observed. Although the reported problem was not duplicated under test conditions, multiple error messages were recorded after the reported event and identified during data retrieval. However, the aspect of the procedure prior to the error message was not recorded because the system is designed to only record events that occur in completed procedures. Therefore, since the unit passed the genesys functional feature test and retest and that the specific part of the procedure where the issue occurred was not recorded, (most likely due to the power cycling of the unit prior to the procedure completion), the most probable root cause could not be determined. Subsequently, the root cause classification is "undeterminable".

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. Patient identifier, date of birth, and weight are unknown. According to the complainant, the console skipped a procedural step at the heating phase and registered an "insufficient cooling message" screen. A second kit was installed and the same event occurred. The procedure was successfully completed using a second console.

Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. Patient identifier, date of birth, and weight are unknown. According to the complainant, the console skipped a procedural step at the heating phase and registered an "insufficient cooling message" screen. A second kit was installed and the same event occurred. The procedure was successfully completed using a second console.